Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased pressure gradient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 2+. On an un-specified date, it was found that the mr had increased to 4, due to progression of the disease. The previously implanted clips were confirmed to be stable on the leaflets. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing mr to 3. The pressure gradient had increased to 8; therefore, no additional clips were attempted. Of note, the physician was not concerned about mitral stenosis. The patient remained stable, but was kept intubated for medical treatment for right heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural/patient conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.